Event description:
Customer reported receiving a button error alarm on the insulin pump after changing the infusion set. He also reported that things were changing on the screen without input. The blood glucose reading was 169 mg/dl. Noting further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.